Event description:
It was reported that the t:slim x2 pump battery would not charge, even after using the tandem charging cable and wall adapter, as well as trying alternative adapters and cables, resulting in an unstable connection. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.